Event description:
A consumer reported that since consumer has received intraocular lenses in both eyes, consumer is seeing diamond shaped lines and experiencing eye pain. The association between this event and the iol's is not known. Additional info has been requested from the implanting surgeon. MDR# 1119421-2002-00177 submitted for right eye and MDR# 1119421-2002-00178 submitted for left eye.

Event description:
The implanting surgeon provided add'l info indicating the pt was last examined on 5/7/98. He stated the pt may have a posterior capsular opacification. He does not feel the intraocular lens has malfunctioned and indicated "na" when asked if the reported event was related to the lens.